Manufacturer narrative:
The device was returned to a third-party service center and evaluation of the alleged ventilator inoperative issue completed. On evaluation, the ventilator inoperative condition was confirmed and required replacement of the printed circuit assembly board to address the issue. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.

Event description:
The manufacturer received information alleging a ventilator inoperative error code was discovered in the device's event log during evaluation. This issue has been identified under the fsn 2023-cc-src-039 due to interruptions and/or loss of therapy due to a ventilation inoperative alarm. There was no patient harm or injury reported with this notification. The device's circuit board needs to be replaced to address the issue. However, evaluation by the third-party vendor has not been concluded. A follow-up report will be submitted when the manufacturer's investigation is complete.